Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the proposed 2025 revision. The following information has been received regarding pin 9346: re-revision right knee - single femoral component exchange with a side plate. Medical history: right distal femoral osteosarcoma with dfr in 2002, patella resurfaced 2005, revision of distal femur component in 2019. Ongoing thigh pain 6 months post op. CT spect shows loosening of femur. Please retain tibial component if possible. Proposed surgery date of next revision (B)(6) 2025.